Manufacturer narrative:
Initial.

Event description:
It was reported that the user and spouse experienced issues with ilet meal announcements, including announcing meals but not completing the meal and not completing delivery due to not sliding to deliver, which led to excess insulin exposure; the user treated a low blood glucose with orange juice, later recorded a high glucose after breakfast without a meal announcement, received guidance from their clinician to pause meal entries for a few days, and was advised to use smaller meal entries with additional entries if eating more. Symptoms included hypoglycemia and hyperglycemia ranging from 47 mg/dl to 329 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and spouse and analysis of information provided by them. Investigation of this case revealed a usage problem related to meal announcement technique, with no device problem found, characterized as an improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.